Manufacturer narrative:
Product has been requested for evaluation however it has not yet been received.sterilization and lot history records were reviewed and no exceptions were found.

Event description:
The vitrectomy cutter doesn't work at all. No patient impact occurred.

Manufacturer narrative:
Visual inspection found the assembly dirty with fluid in the lines. The vitrectomy cutter body and needle were not returned. Only the back cap was attached to the tubing. The aspiration line that is attached to the collection cassette aspiration port was loose and just barely inserted into the collection cassette. Functional testing cannot be performed due to the missing cutter body. A loose aspiration connection could contribute to poor cutting performance due to loss of vacuum however it is not known when the aspiration became loose.